Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light. Device received with cracked and bleeding lcd glass. Device received with serial number label fading. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unexpected high blood glucose value of 400 mg/dl at the time of the incident and the insulin pump had a partial display. The customer was not hospitalized and they treated the high blood glucose value with a manual injection. Troubleshooting was performed and the display could not be fixed. The device will be replaced and returned.